Event description:
It was reported that the patient presented with a yellow wrench (controller fault) alarm and the controller was exchanged. The event log captured controller internal faults starting (B)(6) 2023 at 1608 and continued to the remainder of the log. It appeared that there was a boost overvoltage detected by the controller and required a controller exchange to resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files and via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). The controller event log files contained approximately 4 hours of data combined ((B)(6) 2023 from 13:02:01 to 17:12:27 per the timestamp). A controller fault alarm associated with a boost over voltage fault activated on (B)(6) 2023 at 16:08:40. The controller fault alarm persisted through the remainder of the log file until the driveline was disconnected on (B)(6) 2023 at 17:05:38 for a controller exchange. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The controller was connected to a test power module/system monitor and a controller fault alarm activated when the controller was turned on. It should be noted that the controller was connected to a test pump and the pump operated at the set speed without any issues despite the alarm being active. The controller was opened to inspect the circuitry revealing white and white dried residue consistent with fluid ingress covering multiple components on the main printed circuit board (pcb); it should be noted that these component are associated with the power cable circuitry and the boost over voltage signal. The board was then carefully cleaned revealing damage on multiple connector pins and on the circuit board. The observed fluid ingress and subsequent damage on the circuitry resulted in the observed alarm. The integrity of the power cables were tested and no issues were observed; however, it should be noted that green dried substance consistent with fluid ingress was observed on the protective layers of both power cables. No other issues were observed while inspecting the power cables. The root cause of the reported event was determined to be damage on the controller circuitry due to fluid ingress; however, the cause of the fluid ingress was not determined through this analysis. Incidental findings: fluid ingress. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 25apr2019. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace system controller, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.